Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the outpatient clinic with epistaxis, a decrease in general condition, and issues with his international normalized ratio (inr) management. The patient was also experiencing regular low flows. A review of the log files noted a progressive decrease in flow and power since the end of october. Pulsatility index (pi) made a sudden step at the end of october from below 3 to slightly above 4 but was stable since this event. The patient was readmitted. Further diagnostics were scheduled. Log files were provided for analysis. The patient was doing better since the weekend. The patient's flows ramped up to above 3 liters per minute (lpm) again. Inr was adjusted. The patient's general condition was better. The patient was discharged home. No further information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms that reportedly resolved upon correction of an outflow graft twist, confirmed through the submitted photo. Although it was reported that the patient was implanted with an outflow graft clip, the engagement/positioning of the outflow graft clip was unable to be confirmed through this evaluation as no diagnostic images of the clip or graft twist progression were submitted. A specific cause for the outflow graft twist could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of epistaxis could not be conclusively established through this evaluation. The submitted image of the outflow graft showed an apparent twist of the outflow graft. The exact positioning of the outflow graft twist was difficult to identify, and the outflow graft clip was not visible. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Estimated flow began gradually trending downward at the end of (B)(6) of 2020 with estimated flow in the upper 3¿s (liters per minute ¿ lpm) through the beginning of (B)(6) of 2020 with estimated flow in the upper 2¿s (lpm). Frequent low flow values in the middle to late (B)(6) of 2021 were captured that resulted in intermittent as well as sustained low flow alarms. Estimated flow was restored into the 4¿s (lpm) on (B)(6) 2021. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Following multiple requests for diagnostic imaging and additional information regarding the engagement/positioning of the outflow graft clip, it was reported that the clip was used during the initial implant of (B)(6); however, no diagnostic images were provided to further assess the degree of graft twist/obstruction or the engagement/positioning of the outflow graft clip. The patient remains ongoing on (B)(6) with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, outflow graft clip addendum to the hm3 lvas IFU rev. A and hm3 lvas IFU rev. B have been released, following the implementation of a CAPA, and include instructions for installing the outflow graft clip. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
The outflow graft clip was used during the initial implant. No pictures, computed tomography (CT) scans, or diagnostic results were provided due to patient privacy laws in (B)(6).

Event description:
The patient was discharged before (B)(6) 2020. As of the first week of (B)(6) 2021, the patient's general condition was worsening again. The patient experienced regular and sometimes continuous low flow alarms again. The patient was readmitted on (B)(6) 2021. Further imaging diagnostics were scheduled. The account suspected an occlusion of the outflow graft (ofg) but had not yet confirmed it. After some diagnostics (results not provided), the account decided to perform a reexploration of the patient on (B)(6) 2020 due to a suspected twist or occlusion of the outflow graft. During the procedure, an outflow graft twist under the bend relief was confirmed. The issue was solved by untwisting with a new end-to-end anastomosis of the graft. Pump parameters returned to normal values. The patient was doing fine following the procedure. Log files from after the procedure and a picture of the twist were provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.